Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot : sterile-part : 04.632.000s, lot: 7623739, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 12. Oct. 2011, expiry date: 01. Oct. 2021. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non-sterile-part part: 04.632.000, lot: 6760449, part number: 04.632.000, lot number: 6760449, date of manufacture: 09/01/2011, place of manufacture: brandywine , part expiration date: n/a (nonsterile), list of nonconformances: none. Device history review : description of DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Additional device product codes: kwq, mni, nkb, and kwp. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent revision of spondylodesis due subsequent degeneration of the lumbar-thoracic connecting segments. The locking caps had to be removed in order to close them again after the connection segments were instrumented. The patient was first treated in the year 2009. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report involves 1 ti matrix locking cap. This is report 1 of 6 for (B)(4).